Event description:
Customer reported the panorama central station had lost communication and shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company reps evaluated the sys. Corrections included replacement of the system's power supply.